Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the needle 22x1 ll eclipse the package was missing product's identification, batch and expiration date. The following information was provided by the initial reporter, translated from portuguese to english: packaging without product's identification, batch and expiration date.

Manufacturer narrative:
H.6. Investigation summary: DHR, maintenance record analysis and quality notification analysis were reviewed and no deviation was found for this batch. Only a picture was sent by the customer, and with that it was possible to perform an investigation and determine the root cause for the defect. The photo confirms the complaint. Conclusion: the root cause for the failure mode is due to the cartridge marking machine. The manufacturing process are validated with defined acceptance criteria. The incident identified by this complaint will be monitored to tendency analysis. H3 other text : see section h.10.

Event description:
It was reported that before use of the needle 22x1 ll eclipse the package was missing product's identification, batch and expiration date. The following information was provided by the initial reporter, translated from portuguese to english: packaging without product's identification, batch and expiration date.